Manufacturer narrative:
Investigation summary: one sample and three photos were provided to our quality team for investigation. Upon visual inspection, a black matter was observed on both the plunger nerves and thumb press. Further evaluation identified the particles to be embedded polypropylene particles. A device history review was performed for the reported lot 1906255, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. During the molding process some particles of plastic and oil from the polypropylene can remain stuck on the internal walls of the mold and become burnt. While we could not identify a direct issue, it was determined this incident likely occurred due to a failure in the injection machine. Machines are ran prior to production to remove any loose particles, scrapping the first few pieces and machine routinely undergo proper maintenance and cleaning. Manufacturing personnel have been informed to increase awareness of this matter. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that an unspecified number of syringe 20ml ll 60/pkg experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: when they were going to use the syringe they opened the plastic and before use, they saw black dots on the plunger. They didn´t use the syringe.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 20ml ll 60/pkg experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: when they were going to use the syringe they opened the plastic and before use, they saw black dots on the plunger. They didn´t use the syringe.